Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phaco handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The hp was received for evaluation. A visual assessment of the returned sample found no visual non-conformity. The returned handpiece was connected to a calibrated system. A system message displayed when the handpiece attempted tuning. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece failed tuning on the dtf, as well. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The root cause of the reported event can be attributed to moisture ingress causing a short circuit from the high electrode to ground. However, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that prior to a cataract extraction procedure while testing the phacoemulsification (phaco) handpiece there was a warning of a loose tip. The tip had been checked for looseness and appeared to be tight. When the surgeon started to sculpt the nucleus of a hard cataract there was no phaco power. The surgery was completed using an alternate handpiece.